Event description:
It was reported that the pt was experiencing black out "spells" which she felt were seizures. The pt recently went to see her physician and she thinks he turned her settings down as she no longer feels stimulation. If these spells are seizures, the relationship to pre-vns baseline levels is currently unk. Attempts for further info have been unsuccessful to date.